Event description:
During a left ventricle outflow tract tachycardia ablation procedure, a cardiac perforation occurred. After mapping, ablation was performed in the anterolateral left ventricle when st elevation was observed. The patient was monitored until there was normal st restoration with no intervention. A second ablation was applied, and the st segment elevated again, along with the patient becoming hypotensive. An echocardiography revealed a cardiac perforation and a pericardiocentesis was performed but the decision was then made to transfer the patient for open heart surgery and repair. The patient recovered and was discharged. There were no performance issues with any abbott devices.

Manufacturer narrative:
A cardiac perforation was reported. The device was not returned for analysis; however, the log files from the tactisys quartz system and the ensite case study were returned. The tactisys quartz log file and the ensite case study analysis concluded that the catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.